Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about a year ago noticed that the right side of the body started migrating. The neurostimulator on the right side started slipping and said in september 2018 was repositioned. When asked, patient doesn't recall when first noticed that the neurostimulator started to slip. When asked, patient responded that there were no falls or trauma. Documented reported event. No further action was taken by patient services. When asked, patient said hasn't had any falls or trauma. The patient was redirected to their healthcare provider to further address the issue. Patient said that has relocated and is in the process of finding a new physician. Patient asked for information about MRI guidelines for both implants. Reviewed information.